Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that the size of the affected area was about 6 inches by 3 inches. It was bright red and hot when the pod was removed. It was also itchy, painful, warm to the touch, and had a burning sensation. The patient went to the doctor's office. The doctor diagnosed the patient with a bacterial infection (panniculitis) and prescribed clavulanate potassium tablets (875 milligrams) to take two of per day. The pod was worn longer than 48 hours.